Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During field service installation of the device, the user reported that the battery backup failed. There was no pt involvement during this event.